Event description:
It was reported that customer experienced high blood glucose (bg) while using pump and went to emergency room (ER), where bg reached about 400 mg/dl and ketones were not present. Cause of the high bg was not known. Customer attempted to correct high blood glucose with pump bolus and insulin injections, received intravenous saline and insulin in the ER, and stayed for about three hours before being released. Healthcare provider did not identify any permanent damage. Technical support performed system check and confirmed pump was functioning as intended, with no issues reported for cartridge, infusion set, or insulin.